Event description:
The customer reported to olympus that the emergency lamp kept turning on, but no error code was reported for the evis exera iii xenon light source. The procedure was completed with between a 5 to 10-minute delay. There was no patient harm associated with the event.

Manufacturer narrative:
The device was evaluated, during the process the customer¿s allegation was confirmed, the lamp does not light and emergency lamp was blinking. Additional findings include the following: bottom chassis, front panel chassis, front panel inside board and top cover are corroded, heavy dust inside unit, the lamp keeps getting hot and turning off the unit and beeping noise¿ due to faulty lamp housing fan and clogged air vent, and bad scope socket debris inside. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available. This report is related to and linked to the following patient identifiers and submitted medwatch¿s: (B)(6)/(B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, failure of the fan in the lamp housing was confirmed as well as the vent clogged up with dust. Therefore, it was determined that the internal temperature rose, and the temperature switch operated and changed to the emergency light. It was noted that when temperature inside the equipment rises higher than that in the stipulation, temperature switch is turned off and cut providing eps to the lamp (switching to the emergency lamp) and warning tone sounds (refer to the technical guide of clv-190 [4 spec 4-7 safety], [chapter 8 inspection 2-9 temperature sw confirming operation]. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[important information ¿ please read before use]. Avoid using the light source in a dusty environment. This may damage the light source. [3.3 installation of equipment] ·keep the ventilation grills of the light source clear. The ventilation grills are located on the rear panels. Blockage can cause overheating and equipment damage. ·clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating.¿ olympus will continue to monitor field performance for this device.